Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced injury to her bladder and urethra, vaginal scarring, infections, organ perforation, discomfort, recurrent stress urinary incontinence, dysuria, urinary frequency, urgency, hesitancy, urinary retention, and hematuria.

Event description:
It was reported that following insertion the patient experienced injury to her bladder and urethra, vaginal scarring, infections, organ perforation, discomfort, recurrent stress urinary incontinence, dysuria, urinary frequency, urgency, hesitancy, urinary retention, and hematuria.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat severe dysmenorrheal, endometriosis, fibroids, and urinary incontinence concurrently with a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, and a cystoscopy. It was reported that the patient experienced a (B)(6) pound weight gain since 2009 and underwent a urethral dilation on (B)(6) 2011. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia; urinary/bowel problems. Additional narrative: it was reported that concurrent to sling implantation the patient underwent a hysterectomy. The patient underwent a mesh removal surgery on (B)(6) 2012 due to urinary tract infections, dyspareunia, bladder outlet obstruction, bleeding, urinary and bowel problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.